Manufacturer narrative:
The cse completed the data key service and installed the latest version of software to the device. The ventilator passed all calibration, self-tests and safety tests and remains within the customer. The cse reported that the customer will be completing the repair of the gui display. (B)(4).

Event description:
A covidien customer service engineer (cse) in (B)(6) reported that during data key installation he found that the graphical user interface (gui) lower display of an 840 ventilator was erratic and difficult to read. There was no patient involvement reported.